Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that on the first distal row, stent struts were lifted and pulled distally. The undamaged proximal section of the crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and signs of damage were noted on the distal edges of the tip. This type of damages is consistent with excessive force being applied to the delivery system. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found an extrusion kink 90mm distal of port weld. This type of damages is consistent with excessive force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00x20mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed; however, it was noted that a stent strut was bent. The procedure was completed with another 4.00x20mm promus premier¿ drug-eluting stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00x20mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed; however, it was noted that a stent strut was bent. The procedure was completed with another 4.00x20mm promus premier¿ drug-eluting stent. No patient complications were reported and the patient's status was fine.